Event description:
The esophageal balloon did not completely deflate with equipment used for this, needed to manually deflate with a syringe. Dilator would not lock, and balloon would not stay dilated to mm setting, you had to continuously add to balloon.